Event description:
Additional information received reported that the infection was at the pocket site. The patient did not have meningitis. The pump was removed and the patient was currently without infection. Additional information was requested but could not be obtained.

Event description:
It was reported the patient had an unknown type of infection of the device pocket and the pump, pouch, and catheter were explanted. The customer discarded the pump, pouch, and catheter and they would be replaced in the future. It was unknown if a culture was taken or if antibiotic treatment was necessary. The office did not have the results of which organism was cultured. The date of onset/diagnosis of the infection was not specified. The patient¿s status at the time of this report was ¿alive- no injury.¿ there was no alleged product issue with the pump or catheter. The type of drug being delivered was unknown. The cause of the infection, additional actions taken to resolve the event, the type of infection, if antibiotics were required, and patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8590-1, lot# n360735, implanted: (B)(6) 2014, product type: accessory; product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).